Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of leakage at septum was not confirmed upon inspection of the sample. Analysis of the sample showed no damage or defects. No missing or damaged components were observed. The sample was subjected to a catheter air water leak test and it passed with no abnormalities. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.

Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of leakage at septum was confirmed upon inspection of the sample. Analysis of the sample showed the primary septum out of its normal position and deformed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The defect may be caused by the primary septum being pulled into the canister during product activation. High friction can occur when the primary septum is assembled without alcohol as a lubricant. Actions were taken to prevent this defect. This includes replacing the alcohol dispensing valves and issuing a quality alert to remind associates to focus on checking the quality of the primary septum. Additionally, the preventive maintenance frequency was increased.

Event description:
This is a complaint about blood leakage from catheter septum. Blood leakage occurred from the catheter septum when the internal needle was removed from the catheter septum during use.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.